Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with software installation problem. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, of the lot of real intelligence cori consoles sent to this lab, only one of them had ri.hip installed onto them as the license had expired on other. One of these units was successfully booted up to ri.hip and left turned on. The second cori had troubleshooting procedures to get ri.hip installed. This included uploading a new license to a flash drive and swapping via a keyboard and mouse. All to no success, a rep present had another real intelligence cori demo pelican and supplied a third real intelligence cori to turn on and working. At this time, the first cori that was successfully booted up began to have serious issues, the screen went dark and fans shut down. Moreover, the small touchscreen on the console was now frozen on the power button screen. Soon after this problem spread to the cori that did not have ri.hip installed as well as third cori monitor turned black, fans shut off, and console screen was stuck on the power button. Multiple troubleshooting attempts were made including turning off and on, reinstalling software, changing license. No solution worked. It was thought that the power current in the building fried the consoles. No case involved; therefore, no other complications were reported.

Event description:
It was reported that, during lab demo, a real intelligence cori console got stuck on the power button. The monitor turned black and fans shut off. Multiple troubleshooting attempts were made including turning off and on, reinstalling software, and changing license. No solution worked. It was suggested that the power current in the building may have fried the consoles. As there was no patient involvement, no other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).